Manufacturer narrative:
The device was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and is stuck in rewind. The customer also indicated that the drive support cap is sticking out. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The device was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.